Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device wont cycle off while on a patient, just provides constant air flow, biomed was not able to duplicate, issue is intermittent. The device was not dropped and there was no delay of therapy. There was patient involvement, but no harm reported

Manufacturer narrative:
H3 and h6 codes - updated. The suspect device was returned for evaluation. The devices were visually inspected, found cracked and worn knobs and damaged labeling. During the functional testing, unable to duplicate customer complaint. The damaged parts were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests.